Event description:
It was reported that at least one bd phaseal¿ connectors luer lock (c35) leaked between the injector and connector. The following information was provided by the initial reporter: the nurse detached the chemo, turned around and disposed the bag and the patient caught our attention a minute later because blood was running back out of the female phaseal attachment from her line. It seems to only be happening with long-term hookups, so our 24 hour chemotherapy¿s. When nurses change out the bags the female port starts to leak after disconnection sometimes, almost like when the male end is removed the hub on the line remains engaged instead of closing. Again, this has only been observed with 24 hour chemo¿s.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2010216, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues related to the reported incident were found for the repotted lot. Five retained samples of the same lot were used for additional evaluation. All product was visually inspected and no defects were observed. Product could be properly connected to mating components and product was verified to meet required specification. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that at least one bd phaseal¿ connectors luer lock (c35) leaked between the injector and connector. The following information was provided by the initial reporter: the nurse detached the chemo, turned around and disposed the bag and the patient caught our attention a minute later because blood was running back out of the female phaseal attachment from her line. It seems to only be happening with long-term hookups, so our 24 hour chemotherapy¿s. When nurses change out the bags the female port starts to leak after disconnection sometimes, almost like when the male end is removed the hub on the line remains engaged instead of closing. Again, this has only been observed with 24 hour chemo¿s.